Event description:
Hosp advised that all four channels were infusing when the pump stopped infusing. There was no audible alarm. A visual display appeared in the lcd reading "malfunction". There was no pt consequence.